Event description:
The tube head of the device fell off the yoke and hit the pt's left arm when it was being positioned. The pt received ice-pack where she was hit, and sustained some bruising. She did not seek medical attention or take pain medication.

Manufacturer narrative:
Part has not been returned to MFR yet; eval on the part will be conducted upon part receipt. Upon completion of eval, a summary will be submitted as a f/u report.